Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the water lines were leaking at the connection to the rap-kit at the patient treatment surface. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was identified that the device was functioning to specification and no defects were found.

Event description:
It was alleged that the water lines were leaking at the connection to the rapkit at the patient treatment surface. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that the water lines were leaking at the connection to the rapkit at the patient treatment surface. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.